Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02501. It was reported the patient experienced ineffective stimulation. Diagnostic testing indicated unspecified impedance issues. Subsequently, surgical intervention was undertaken to explant the patient's scs system.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-02501; reference MFR. Report: 1627487-2016-02682. Follow-up identified system testing revealed multiple low impedance contacts and one high impedance contact. The patient also stated having fallen multiple times.